Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 barrel cracked. The following information was provided by the initial reporter: material#: 302830, batch#: unknown. Rcc received a complaint via email. Date of incident: on (B)(6) 2025. Level of harm: incident details: while syringe pump running antibiotic, it was discovered the syringe was leaking due to a crack in the side underneath the sticker. Impact of incident: who was affected? Patient. Procedure: no. Device information: device name/description: syringe luer lock tip 20ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 302830. Serial or lot number: supplier: (B)(4). Supplier catalogue number: 308-302830. Was the device retained? No. No serious harm was reported. Unfortunately, the device is not available for investigation. Customer response on (B)(6) 2025. We will not have the lot number as we do not have the packaging.

Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.